Event description:
The customer reported communication error e333 during the therapeutic procedure involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.